Manufacturer narrative:
Product analysis: at analysis it was determined that the external pulse generator (epg) liquid crystal display (lcd) menu was missing pixels. The battery drawer was contaminated. The upper case, lower case and one output connector were broken. The board connector cable was damaged. The heart lead flex was out of specification electrical. One case screw was missing. The us serial number label was damaged. The epg will be dispositioned as scrap as part of a trade-in program. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned as part of product trade-in program and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.